Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was evaluated in a hospital setting due to beeping tones. Upon further review, out of range pace impedance measurements were observed in the right ventricular (rv) lead. The involved rv lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and discussed that only one transient high impedance measurement was recorded. Such transient impedance may be caused by electromagnetic interference (emi) during measurement or lead fretting. Further evaluation was recommended by boston scientific technical services (ts).

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was evaluated in a hospital setting due to beeping tones. Upon further review, out of range pace impedance measurements were observed in the right ventricular (rv) lead. The involved rv lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and discussed that only one transient high impedance measurement was recorded. Such transient impedance may be caused by electromagnetic interference (emi) during measurement or lead fretting. Further evaluation was recommended by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was evaluated in a hospital setting due to beeping tones. Upon further review, out of range pace impedance measurements were observed in the right ventricular (rv) lead. The involved rv lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and discussed that only one transient high impedance measurement was recorded. Such transient impedance may be caused by electromagnetic interference (emi) during measurement or lead fretting. Further evaluation was recommended by boston scientific technical services (ts). No adverse patient effects were reported. At this time, this device system remains in service.